Event description:
Medtronic received info that this silicone membrane oxygenator exhibited a fluid leak from the gas port. This observation was made while priming the device, prior to use. The device was changed out. There was no pt involvement with the reported event.

Manufacturer narrative:
Eval: device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis : reason for return was confirmed. Visual inspection shows no outward signs of physical damage or abnormalities to device. Unit was run with fluid at 6.5 l/min with 5 psi back pressure. During this 1 hour run, a slight amount of fluid was observed exiting the gas port. Unit was then dissected which clearly shows some moisture on the inside surfaces of envelope. Unit was dried overnight and vacuum tested in the morning. Vacuum test shows one small leak area approx 4 feet from end roll near the side seam. Microscope inspection shows a small tear in the membrane (loops down) near the side seam. Review of the device history record shows that the product met mfg specs when released for distribution. Conclusion: reduced performance of the device occurred and is related to the event. Product changed out with no pt involvement.